Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Additionally, data was received form the patient. A review of the downloaded data log found errors related to the customer complaint. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Patient experienced a loss of connection between the transmitter and smart device for sereal hours before it came back into range. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.